Event description:
It was reported that the right ventricular (rv) lead had high impedance. It was also reported that the connection of the implantable cardiac defibrillator (ICD) and the rv lead was loose due to a loose set screw. The rv lead was reinserted into the ICD header and the setscrew was tightened. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was high resistance/impedance. There was 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 03:00:08. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum ventricular pace bi polar ventricular impedance = 456 to 1539 ohms range between (B)(6) 2011 and (B)(6) 2012.